Event description:
It was reported that revision surgery was performed due to wear and elevated cobalt levels. Devices implanted 2009.

Manufacturer narrative:
Through a legal claim, it was reported that left hip revision surgery was performed. During the revision, the hemi head, bhr cup and modular sleeve were removed. The anthology stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. The legal claim alleged involvement of a reflection flexible drill (part 71362925, lot 07mm12786). It should be noted that a reflection flexible drill is not ordinarily used in the implantation of bhr or with hemi head arthroplasty, so it is unclear how this instrument relates to the procedure or claim. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. The reported elevated metal ion levels, intraoperative findings of oxidation of the trunnion, yellow gray-tan articular surface of the femoral head, large amounts of blackened synovium, prosthetic protrusion, significant osteolysis and clicking of the hip are consistent with findings associated with metal debris. However, without the supporting histopathology findings, images or the explant for analysis it cannot be concluded that the clinical reactions are associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
Correction concomitant medical products: 71362925/flexible drill 25mm/07mm12786 and 74122546/hemi head 46mm/08dw16727 instead of hemi head, # 74122548, lot # unknown. Through a legal claim, it was reported that revision surgery due to wear and elevated cobalt levels, pain. The legal claim alleged involvement of the following device part and lot numbers: 74120154, 70043 bhr cup 54mm74222100, 07kw14069 modular sleeve 71357107, 07km08283a anthology femoral stem 71362925, 07mm12786 reflection flexible drill as of today, device return and additional information has been requested for this revision complaint but has not become available. It should be noted that a reflection flexible drill is not ordinarily used in the implantation of bhr or with hemi head arthroplasty, so it is unclear how this instrument relates to the procedure or claim. In addition, the product listing from the claim did not include a femoral head component, which would have been necessary for the patient's hip to articulate following joint replacement. Through review of records, the most probable femoral head used was identified (subject to confirmation from medical records) as: 74122546, 08dw16727 hemi head 46mm in the absence of the actual devices, the production records were reviewed for the devices identified above. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Since no underlying medical documents were received for investigation, no thorough medical investigation, and assessment of the reported event can be performed. Without return of the actual devices or further information, we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.